Manufacturer narrative:
The device ro 09 004 has been inspected for investigation purpose. The tests performed confirmed that the device was found functional and that a use error caused the observed issue.  The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, accuracy issue were detected from 2 to 4 mm. There was no patient/user impact reported.